Event description:
(B)(4) rec'd. Reporting multiple problems (priming/no waveform readings) with use of two (2) 42586-05 transpac IV neonatal monitoring kits. The report states that on (B)(6) "neonatal transducer would not prime. The transducer was replaced, slow to prime. Rn had to hold yellow squeeze flush and pull with syringe to prime. After connection to infant, transducer wouldn't pick up waveform." There were no reported adverse pt consequences. The devices are not available to be returned for analysis and investigation. A two year search of the mfrs complaint database for this list # 42586-05/similar problems did not record any additional reports. A review of the mfrs. Lot analysis report for lot # 86-476-5g (mfg date (B)(4) 2010) shows (B)(4) units were mfg. Tested inspected and released. Conclusion: the exact cause of the reported event is unk at this time.